Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair on a portable ramp that buckled in the middle. The owner's manual warns, "do not operate on ramps without side rails or ramps that do not comply with ada standards".

Event description:
End user reported while operating the motorized wheelchair on a portable ramp, the ramp buckled allegedly causing him to drive off of the side of the ramp. Allegedly, as a result of the incident the end user was hospitalized.